Manufacturer narrative:
The reported events of a helix mechanism issue and failure to sense were confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the inner coil was severely over torqued in the connector region consistent with the procedure damage. Electrical testing found an internal short due to the inner coil over torqued. The cause of the reported events was isolated the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited failure to sense and failure to extend the helix. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.